Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention following the event and continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded date file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor sn (B)(4): 09/01/2012 - reuse; electrode belt sn (B)(4): 08/01/2012 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/chrd_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. It was reported that the pt was conscious and walking to a doctor's appointment at the time of treatment. The response buttons were not pressed during the event. The pt did not seek medical attention and continues to wear the lifevest.